Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was also noted that there was blood/body fluid on the outer overlay tubing and the helix mechanism.

Event description:
It was reported that during implant the doctor put the stylet through the distal end of the left ventricular (lv) lead. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.